Event description:
It was reported via phone call that the customer passed away in a hospital on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021 due to cancer. The cause of death was complications due to cancer and renal failure. The caller stated that the customer had cancer that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of event. The customer was not wearing the insulin pump at the time of event. The customer was not using sensors at the time of incident. The insulin pump had been disconnected on (B)(6) 2021. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated analysis summary by (B)(6) on (B)(6) 2022. Retainer ring = clear. Date of customer passing: (B)(6) 2021. Device is returned with no allegation. Device had minor scratched display window, scratched case, faded serial number label, stained keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. No damage noted on the original battery cap. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. Device communicated properly with the test bg meter. The test value of 109 mg/dl was sent by the meter and received by the insulin pump. No pump/meter communication anomaly noted. Device also communicated properly with the guardian link 3 and the test plug. The test value of 239 mg/dl was displayed on the pump screen. No communication anomaly or calibration anomaly noted. Device received with a duracell alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6)2021 dailytotalofallinsulindelivered = 0. (B)(6)2021 dailytotalofallinsulindelivered = 0. (B)(6)2021 dailytotalofallinsulindelivered = 0. (B)(6)2021 dailytotalofallinsulindelivered = 0. (B)(6)2021 dailytotalofallinsulindelivered = 0. (B)(6)2021 dailytotalofallinsulindelivered = 0. (B)(6)2021 dailytotalofallinsulindelivered = 0. Device passed the functional testing. Device is returned with no allegation. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = clear,date of customer passing: (B)(6) 2021. Unit had minor scratched display window, scratched case, faded serial number label, stained keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. No damage noted on the original battery cap. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. Unit communicated properly with the test bg meter. The test value of 109 mg/dl was sent by the meter and received by the pump. No pump/meter communication anomaly noted. The unit also communicated properly with the guardian link 3 and the test plug. The test value of 239 mg/dl was displayed on the pump screen. No communication anomaly or calibration anomaly noted. Unit received with a (B)(6) alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. Unit passed the functional testing.

Event description:
Customer's spouse was reported via phone call that the customer passed away in hospital on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021 due to cancer. The cause of death was complications due to cancer and renal failure. The caller stated that the customer had cancer that may have led to the customer's passing. The customer¿s blood glucose was unknown mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was using sensors. The insulin pump had been disconnected on (B)(6) 2021. It was unknown if the caller will return the insulin pump for analysis. The case is reported only for the f.a results.